Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while performing a 12-lead ECG analysis on a male pt the device transmitted the incorrect pt info to the associated hospital. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. This medwatch report has the same serial number for a similar incident as reported on medwatch report number 1220908-2009-00970.